Event description:
It was reported that after completion of a craniotomy procedure at approximately 5:00pm on (B) (6) 2008, a patient was admitted to the pacu and was determined to be neurologically compromised. The patient had been connected to an (B) (4) anesthesia machine and infinity kappa xlt monitor during the surgical procedure. It was later confirmed that the patient was removed from life support and subsequently expired. In discussions with hospital personnel, it was indicated that the brain injury most likely occurred during the surgical procedure when a doctor turned the patient's head to the side which likely resulted in compression of the carotid artery. There was no alleged machine malfunction. A draegerservice technical service representative evaluated the (B) (4) and infinity kappa xlt used during the case to verify functionality of the machines. The machines passed all tests to draeger specifications.